Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent expiration date (17) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the tubing of a clearlink duo-vent continu-flo solution set disconnected at the most distal port. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All the components were correctly placed. Pressure testing and clear passage under water testing were performed, and the results were satisfactory with no defects observed that could generated the reported condition. Priming was performed, with no issues noted. A pull test was performed to verify if the components are joined correctly, and no defects were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.